Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the yellow o-ring was visible, the battery cap was unable to be tightened, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2017 with the following findings: a review of the black box showed several unexplained power on reset events and multiple power on reset events after a call service 128 alarm. A test battery cap was used for testing. Evidence of moisture was found in the battery canister. The pump powered up to the verify screen. The pump alarmed with a call service 128 alarm upon confirming the verify screen. The pump cover was removed to find no further moisture ingress or intermittent conditions.